Event description:
The customer reported elevated troponin I (access® accutni+3) results, for two patients, involving the access® accutni+3 reagent used in conjunction with the unicel® dxi 600 access® immunoassay system. The customer stated the elevated results were reproducible, thus the values were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of one of the patient's samples, on the same instrument, produced lower results within the normal reference range. The customer stated a corrected report was issued to the physician. The laboratory has a retest protocol for precision issue and discrepant troponin I results. All cardiac markers are analyzed in duplicate. All system parameters (including quality control, system checks and calibrations) were within assay and instrument specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access® accutni+3 device was returned for evaluation. The field service engineer (fse) verified instrument performance and completed a successful low-level 15-replicate precision test and quality control. The fse did not observe any instrument issues. Service activity performed met the specified requirements per established procedures. Results met published performance specifications. The instrument was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.